Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were having difficulty charging the implant. The patient said they have always had this problem and have made several calls. The patient said the hcp had a hard time putting the device in because the patient is thin. The patient said they were not able to feel the ins through the skin. After palpating the skin, the patient said they could feel a hard spot. Reviewed positioning the recharger over ins. The recharger connected to the ins briefly, then disconnected. The patient then saw code 1707. The patient said they have been trying to charge the ins for 45 minutes and want to be done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the difficulty recharging was due to positioning of recharger. They are able to successfully recharge the implant. Patient stated they have two implants (bladder and back). Both are hard to place. They have had to call several times, and each time someone was able to help them locate the position. Customer service was great.